Event description:
During the or (operating room) procedure the surgeon used a pituitary. The jaw of the instrument broke off and was lodged in the disk tissue. The piece was located under fluoroscopy and retrieved intact.